Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere san diego (reference (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention devices were tested with low hcg concentration samples (3 miu/ml) and in-house clinically negative urine samples. Return devices were tested with in-house clinically negative urine samples. All hcg results for both return and retain devices were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that a woman in her "40s" arrived at the facility for a procedure had a false positive on the hcg urine cassette. Beta quant results were "normal" <5 miu/ml. Although requested, no other information has been received. This file is one of two. The second file is number 2027969-2019-00308.